Event description:
It was reported that during the upgrade of this device, the physician noted that the patient had previously left bundle branch (lbb) lead implanted. The physician wanted to left ventricular (lv) pace only, however the momentum device does not offer lv only pacing. Programming was performed and pacing inhibition was noted. Technical services (ts) discussed that the device was sensing something on the right ventricular (rv) channel to inhibit pacing. Boston scientific representative confirmed that the asystole was not greater than 3 seconds. This device remains in service. No adverse patient effects were reported.